Event description:
It was reported that the patient presented in clinic pulmonary vein isolation. Fluoroscopy showed dislodgement on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: missing the selection of yes in h3.